Manufacturer narrative:
The reported tracheostomy 6.0mm prof cuff 15mm connector was returned for investigation. The returned device was received for evaluation inside a plastic bag and without its original package. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and functional testing was performed. A syringe was used to inflate the pilot balloon and was submerged under water, in order to detect any leakage. The result confirmed the liner tear in the pilot balloon. Probable root cause could be that the blow mold was misaligned when closing to mold and a result of unsealed areas could occur. The complaint was confirmed.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the listed tracheostomy tube was checked for leaks prior to patient intubation, and no leaks were detected. According to the reporter, the tube was in patient use for 11 days when the device began leaking at the cuff; at that time, the tracheostomy tube was replaced. No adverse health effects were reported as a result of the event.